Manufacturer narrative:
Eleven screws were returned with the broken plate. Two did not have their heads anymore and had many damaged threads near the head of the screws. The heads appear to have been removed on purpose and the damaged threads are likely from pliers during a plate removal surgery. Two of the remaining eight have minimal damage to their threads and all had slight scratches in their hexalobe recesses. Additional mdrs associated with this event: 3025141-2020-00246: plate, 3025141-2020-00263: screw 2, 3025141-2020-00264: screw 3, 3025141-2020-00265: screw 4, 3025141-2020-00266: screw 5, 3025141-2020-00267: screw 6, 3025141-2020-00268: screw 7, 3025141-2020-00269: screw 8, 3025141-2020-00270: screw 9, 3025141-2020-00271: screw 10, 3025141-2020-00272: screw 11.

Event description:
A plate was implanted in the patient. A few weeks post op, the plate broke. The plate and screws were removed during a revision surgery and replaced.